Event description:
It was reported that the pt was not able to get boluses when she thought she should be able to. After a review of technical report and logs it appeared this was an uplink issue where the pump was delivering the bolus, but the pt monitor (ptm) showed it was denied due to telemetry being interrupted on the uplink back to ptm. Several motor stalls lasting less than an hour and motor stall recoveries were noted on logs on (B)(6) 2010 and (B)(6) 2010. The pump administered morphine at a concentration of 50 mg/ml and a dose of 28.533 mg/day, bupivicaine at a concentration of 30 mg/ml and a dose of 17.12 mg/day and ketamine at a concentration of 0.2 mg/ml and a dose of 0.11413 mg/day.

Manufacturer narrative:
(B)(4).